Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to an infection. The associated implantable cardioverter defibrillator (ICD) was explanted and this lead was abandoned in the patient body. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).